Manufacturer narrative:
Additional information in h6 based on additional information. Per pre-decontamination observations, two liner strands were observed.

Event description:
As reported by an edwards norway affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there was strong resistance during insertion of the commander delivery system and valve into the esheath. The valve was noted to be stuck inside the esheath, and unable to be advanced. Upon observation of x-ray imaging, part of the valve was noted to be penetrating the esheath. It was decided to withdraw the whole system and prep a new set. There were no complications during the removal, and a new valve and system was inserted and the valve was deployed as planned with excellent result. Per report, there were no abnormalities noted with the esheath before use, the loader was able to be fully inserted into the sheath housing, and the esheath was not inserted at a steep angle.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The returned devices were visually examined, and the following was observed: crimped valve was stuck in the sheath, just past the strain relief. Material damage distal to valve location. Strain relief protruding at outflow valve location. The esheath liner fully expanded. Sheath shaft curved and twisted. Sheath distal tip opened as designed. Kink in sheath shaft at 7cm from sheath hub. Liner tear at 5cm from strain relief, with a length of 11cm. Two liner strands, at 6cm and 6.5cm from strain relief, respectively, each approximately 1cm in length. Engineering retrieved delivery system and valve from sheath for examination. Crimped valve located over proximal shoulder of inflation balloon. Valve struts exposed through skirt on the inflow side. Engineering removed strain relief to examine under the protrusion; sheath shaft punctured at valve location. The flex tip of the delivery system's outer diameter (od) was measured, and the liner thickness was measured along the liner tear and liner strands. All measurements met specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to advance through sheath, liner punctured, sheath liner strand, and sheath punctured were confirmed through evaluation of the returned device. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As per follow up with field clinical specialist, the patient presented mild tortuosity in access vessel. Additionally, as per evaluation of the returned device, the sheath shaft was curved and twisted, as well as kinked. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As per follow up with field clinical specialist, patient presented moderate calcification in access vessel. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath material, liner, and/or strain relief and lead to damage. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (valve caught on liner, valve caught on sheath, excessive manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.